Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient's status was good.